Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual examination identified the thread of the device showed visible damage and no testing was performed. The shaft and strike plate of the device shows scuffing and impact marks. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000706 ¿ g7 shell ¿ 6876103. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the end of the instrument has damaged threads. The implant was difficult to thread and seat properly. The cup was ultimately able to be implanted successfully. Attempts have been made and additional information on the reported event is unavailable at this time.